Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency medical service for low blood glucose level. Customer was treated for low blood glucose level at residence. The customer declined to troubleshooting for low blood glucose level. The customer declined helpline assistance. The insulin pump will not be returned for analysis.